Event description:
It was reported to boston scientific corporation that an exalt b monitor was being charged. No procedure was performed during that time. While charging, the power supply cable and the monitor screen became hot. The monitor and power supply were then unplugged. When the charging cable was plugged back into the monitor, it wouldn't charge. There was no patient involvement in this event.

Manufacturer narrative:
Block h6 (device codes): problem code a1005 captures the reportable event of overheating of device or device component block h11: the returned exalt model b monitor was analyzed, the unit was received with 113 saved procedures and completely discharged, the power supply cord was severely damaged. The power cable was damaged and severed due to environmental stresses and possible misuse. The power supply cord damaged could have affected the device performance and its integrity leading to the event experienced by the customer. With all the available information, boston scientific concludes the overheating of the power adaptor the reported event was confirmed. Since an expected or random component failure was identified without any design or manufacturing issue, the conclusion code of cause traced to component failure is selected for the complaint.

Event description:
It was reported to boston scientific corporation that an exalt b monitor was being charged. No procedure was performed during that time. While charging, the power supply cable and the monitor screen became hot. The monitor and power supply were then unplugged. When the charging cable was plugged back into the monitor, it wouldn't charge. There was no patient involvement in this event.

Manufacturer narrative:
Block h6 (device codes): problem code a1005 captures the reportable event of overheating of device or device component.